Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd luer-lok¿ syringe(s) had illegible printing. This was observed before use and there was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received 125 samples to the (B)(4) plant for evaluation. 120 samples showed missing print from a rub mark and 5 samples showed no defect. A rub mark is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. No DHR was performed as no lot number was provided. Investigation conclusion: root cause a rub mark is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. CAPA determination results yes ¿ based on an evaluation of severity and frequency it was determined that a corrective action (CAPA) is required at this time. CAPA # (B)(4) was initiated to determine root cause and implement corrective action to reduce/mitigate occurrence of this issue.